Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The base or strike plate had fractured off of the broach handle as stated in the complaint. Strike plate was welded to the broach handle as per biomet spec. Fracture likely occurred due to excessive use, force, or impaction. The broach was assembled to the offset clamping broach handle with no issue or complication and functioned as intended. The post was deemed to be over-sized. Over-sized area was not from manufacturing, but likely from the end user misusing the product in an unknown way that deformed (mushroomed) the end of the post's outside diameter. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-09075.

Event description:
It was reported that during a hip procedure, the broach handle base plate snapped off while taking out the broach trial. Another broach handle was used to complete the procedure and no pieces fell into the patient. During the same procedure, the trunion would not fit onto the 8mm broach. No adverse events have been reported as a result of the malfunction.